Event description:
A letter was received stating this pt is recovering from a coma and renal failure possibly relating to an infection in one of their bilateral hip implants. The doctors are unable to pin-point what caused the infection; although they suspected the hips.